Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 2 mg/day) via an implantable infusion pump. It was reported that the patient's pump was able to be seen through the pump pocket incision and a revision was necessary. According to the doctor, the patient had been "contending with some type of infection on his abdomen around the incision for some time." A tissue culture was sent during the revision. The pocket was cleaned out and revised and a new pump and pump segment was implanted on (B)(6) 2018. The spinal segment of the catheter aspirated easily and was primed post replacement. The devices were discarded. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.